Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specification. A review of the receiver log confirmed a timing error in the transmitter circuitry. Therefore, the complaint of permanent loss of "y" was confirmed. The root cause was determined to be a firmware issue.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the permanent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of report, the receiver has been providing intermittent out of range alerts and the display shows a missing antenna sporadically between 1.5 to 4-5 hours.